Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, no proper image was shown when connecting the device to the video processor due to the camera cable defectiveness. An intermittent image with a pink background was visible on the screen. The probable cause of the damage was due to a pointed or sharp object coming in contact with the cable as a result of customer mishandling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd autoclavable camera head image disappears during a cholecystectomy procedure. After the image was lost the first two times, the device was paused and resumed. Afterwards, the image became available for 5 minutes prior to disappearing again. The camera head was exchanged the procedure was completed successfully with no more than a 30-minute delay. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the cable was broken due to the handling of the user, and that the image was no longer produced due to poor communication. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable.¿ olympus will continue to monitor field performance for this device.